Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the dxc 600 pro clinical chemistry analyzer. The fse inspected the instrument and found multiple hardware parts had malfunctioned. The fse found the eic (electrolyte injection cup) cup overflowed and leaked into the ise (ion selective electrode) preamp board causing it to become damaged. The fse determined the leak was due to faulty eic valves. The fse replaced the eic valves, ise preamp board, sodium electrodes, carbon bridge, and degasser which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event. However, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 was used for carbon bridge and degasser. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported dxc 600 pro clinical chemistry analyzer generated thirty-one (31) false ion selective electrolyte (ise) patient results for sodium (na) and potassium (k). The customer repeated the sample on the same dxc system and obtained a result considered correct by the customer. The erroneous results reported were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for one (1) patient.